Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -3.5 diopter, into the patient's left eye (os) on (B)(6) 2017. Reportedly, the lens was later explanted due to the size being "too small" and refractive surprise.